Event description:
Additional information received advised that during the patients hospital stay a splint was placed to address the issue, it was determined the issue was caused by a pre existing stenosis. Patient has been discharged from the hospital and recovered.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported after completing the implant procedure in the operating area the patient suffered cardiac arrhythmias and the patient had to be resuscitated. The patient was transferred to the ICU for monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.